Event description:
The customer reported a failed battery test. The blood glucose level was not provided. In troubleshooting, the patient cleaned the battery cap with a cotton swab and alcohol and installed a fresh battery. The insulin pump did not alarm failed battery. The customer was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.